Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen and unknown morphine (unknown concentrations and doses) in an implantable pump for an unknown indication for use. On an unknown date, the patient experienced an overdose just after pump refill. The hcp did not change concentration or dosage. It was thought the pump logs indicated a bolus occurred, but no bolus was programmed and the patient did not have a personal therapy manager (ptm). It was stated the clinician programmer read "receive order bolus by doctor number 26" [interpreted as message 26 "physician bolus command received]. It was reviewed with the manufacturer representative that this was one of the seven standard events logged in the session report following an update. This was reportedly the second time this issue occurred after filling. Furthermore, the hcp found "a little difference" when the pump was emptied; expected 4 ml and aspirated 5 ml of drug. The patient had no problem during the "diffusion of drugs." The patient was ok as of (B)(6) 2017. The hcp wanted to understand why the issue occurred. It was noted the pump was replaced in (B)(6) 2016. No further information was provided.

Manufacturer narrative:
(B)(4).